Event description:
A short time after the implantation of the baclofen pump, model #863720, 2008, I started experiencing adverse affects. I have repeatedly told my pain management doctor the severity of my discomforts. I am a t-7 t-8 incomplete, and was having problems with spasticity. Within the first six months, I have been rushed to e.r. Three times due to overdose of the baclofen. I have gone to see other doctors trying to get relief, but each time have been referred back to the same pain management doctor who is not listening to my complaints of discomfort. The answer my doctor keeps giving me is to up my dose of baclofen. At this time I am taking 420 ug and have refused to let them up it for I fear that this will cause another overdose and greater problems in the future with severe withdrawal that would occur if I stopped taking it. I do not feel the pump is benefiting me the way the doctor told me it would, but making matters worse and would like to have it checked by an experienced physician who specializes in the pump. I fear my current pain management doctor may not have the expertise and experience in the pump that is necessary to fulfill my requirements. About six months later, I have been told they will not remove it but will turn it off. I strongly feel that the recommendation of this device by my doctor was not to benefit my health problems, but seems to stem from some sort of financial gain. It is very frustrating because I can't seem to get anyone to listen to my ongoing complaints of pain and discomfort this device is causing me. I have been demanding for four months to have this pump removed. Dose: 421 .3 ug. Frequency: daily. Route: it. Dates of use: 2008, early 2009. Diagnosis: spasticity. Event abated after use stopped: no.